Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 5 hours in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.